Manufacturer narrative:
Date sent to the FDA: 09/26/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent a posterior cranial fossa synthetic duraplasty procedure on unknown date and the mesh was implanted. On the eighth postoperative day, unusual extradural collection was diagnosed by spinal magnetic resonance imaging. On the fourteenth postoperative day, cerebrospinal fluid leakage in the upper part of the postoperative wound was noticed. Unusual extradural collection detected by spinal magnetic resonance imaging was assumed to be the consequence of cerebrospinal fluid seepage and a warning sign of cerebrospinal fluid leakage following synthetic posterior fossa duraplasty. Autologous duraplasty surgery was performed after subtotal removal of synthetic dura mesh due to the adhesions of its peripheral parts. Cerebrospinal fluid contained 120 white cells per ml, mainly reactive lymphocytes. There was no cerebrospinal fluid leakage after the second surgery and the patient recovered well. It was also reported that the absorption of mesh material collagen may be too rapid for posterior fossa duraplasty and may not allow the formation of pseudomembranes in a structurally competent manner. It was also reported that cerebrospinal fluid findings of 120 cells per ml, predominantly reactive lymphocytes, could be a sign of an immunological reaction to a foreign peptide. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000026846 corrected information.